Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2017. The customer's blood glucose at the time of admission was 345 mg/dl. Their symptoms included upper chest pain and vomiting. The customer was wearing the insulin pump at the time of hospitalization. They were treated by hospital staff and had their basal rates adjusted. During troubleshooting, the customer mentioned a crack on their insulin pump. The device passed the high pressure test. The insulin pump was not returned for analysis. Unomedical set; frn-model unknown-reservoir.